Event description:
It was reported that the customer had a damage around the battery compartment of the insulin pump. The blood glucose level was unknown mg/dl. The customer was advised that the insulin pump will be replaced. The customer discuss alternative infusion sets with her healthcare provider as she has had some weight loss.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Unable to perform the occlusion test or verify low battery alarm due to button/keypad anomaly. Pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window, missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.